Manufacturer narrative:
(B)(4). Visual examination of the complaint device revealed balloon was in good condition and looked normal. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. There were no more visual damages were found. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located at the proximal shoulder. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the technique used by the physician during the procedure, the amount of strength applied by the customer during the movement of the balloon and/or the interaction between the scope and the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an attempt was made to inflate the balloon; however, the balloon would not inflate. The procedure was completed with a non- bsc device. There have been no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.